Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33 test due to faulty force sensor resistor gold. No motor error alarms were noted and the motor was tested outside of device and passed. The insulin pump passed basic occlusion and displacement tests. The insulin pump has cracked case at display window corners.

Event description:
The customer stated that they needed a replacement for their insulin pump because their device had been broken since (B)(6). The customer had been on european loaner insulin pump. The customer had tried changing the insertion site and the reservoir, but the insulin pump had alarmed motor error. The incident happened when the customer was in scotland. At the time of the report the customer's blood glucose was 123 mg/dl. The device was not exposed to MRI or to any strong magnetic field. The customer as already disconnected from the insulin pump. The customer does not use the sensor feature. They were unable to complete the rewind sequence. At the time when the device had alarmed motor error, the customer had tried several times rewinding and priming the device, but kept receiving motor error each time. The customer stated that the batteries had been out of the insulin pump for a while. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).